Manufacturer narrative:
Bloch h6: impact code f1001 is being used to capture the reportable event of procedure cancelled - post sedation.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed on (B)(6) 2026. Under general anesthesia. It was noticed, while opening the kit, that the powder vial was hardened. The diluent was injected, but the powder did not dissolve. A second kit was opened, but the powder vial was also hardened and there were no more back up kits available. Therefore, the procedure was cancelled.